Event description:
Adverse event(s): "no patient injury" (no consequences or impact to patient). Product problem(s): "irregular cutting" (failure ot cut); "defective aspiration" (aspiration issue). A pharmacist reported that the surgeon noticed irregular cutting and defective aspiration during a procedure. There was no clinical consequence for the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).